Event description:
The customer contact reported air in the tubing set. The tubing set was being used to deliver oxacillin 2gm/50ml, for a duration of 30 minutes, with a dose frequency of every 4 hours, for a total concentration of 14gm/350ml, at a keep vein open (kvo) rate of 4ml/hr, via a gemstar pump. No further programming parameters were provided. At an unspecified time, the homecare patient reported to the user facility that the pump alarmed for an unspecified air in line alarm. After an unspecified length of time, when the nurse went to check, an unspecified volume of air was noted proximal to the filter of the tubing set. No air was delivered to the patient. The customer contact reported that the nurse was unable to clear the alarm. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unknown. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 750955h and 231815h. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.